Event description:
New information received notes that the far r wave oversensing issue was discovered via merlin on demand transmission as well as in person and that the patient was in stable condition after the programming changes.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with inappropriate automatic mode switch (ams) episodes on their right atrial (ra) lead. It was noted that their ra lead exhibited far r wave oversensing. Programming changes were made to address these issues. Patient condition was not provided.